Event description:
The customer reports the wire didn't deploy, and safety mechanism did not deploy. The user facility initially thought wire was inside patient. Upon further investigation, the x-ray showed the wire did not deploy at all.

Manufacturer narrative:
(B)(4). The customer returned an endurance catheter assembly for investigation. Visual examination of the catheter revealed the distal end had been cut off. The catheter appears to have been cut purposely and the customer did not report any issues related to the catheter. Therefore, it is not within the scope of this investigation and will not affect the outcome of this investigation. After the endurance catheter failed functional testing, the handle assembly was broken to examine the spring-wire guide (swg) inside. Inside of the assembly, the swg is attached to the gray numbered slider and is supposed to loop around the proximal end of the handle in order to advance out of the needle and catheter when the slider is pushed inward. However, upon breaking the handle, a kink was discovered in the proximal end of the swg (in an area of the swg that is located inside of the slider). This caused the swg to go off track, not loop around the proximal end of the handle; and therefore, not advance out of the needle or catheter when the slider was pushed inward. The kink in the swg was located approximately 21 mm from the end of the swg holder located on the swg slider. The outer diameter of the proximal end of the swg measured .0100", which is within specifications of .0097"-.0103" per swg drawing. The numbered slider was pushed inward and the swg did not advance out of the needle or catheter. Therefore, the assembly did not pass functional testing. Once the handle was dissembled, the undamaged area of the swg was manual inserted into the needle. The wire was able to advance in and out of the needle with no issues. This indicates the needle had no blockages that would cause the swg to kink. A device history record review was performed with no relevant findings. The customer complaint that the swg would not advance was confirmed based on functional and visual testing of the returned endurance device assembly. During functional testing, the numbered slider was pushed inward and the swg did not advance out of the needle or catheter as expected. After the endurance catheter failed functional testing, the handle assembly was broken to examine the swg inside. Inside of the assembly, the swg is attached to the gray numbered slider and is supposed to loop around the proximal end of the handle in order to advance out of the needle and catheter when the slider is pushed inward. However, upon breaking the handle, a kink was discovered in the proximal end of the swg (in an area of the swg that is located inside of the slider). This caused the swg to go off track, not loop around the proximal end of the handle, and therefore, not advance out of the needle or catheter when the slider was pushed inward. A non-conformance request has been initiated to further investigate this complaint issue.

Manufacturer narrative:
(B)(4). The following additional information was received from (B)(6) (vascular access team director) at user facility: the patient was activity coding when the device was used. Maximum medications were administered to the patient. The device was removed and replaced with another device. The family requested just comfort measures for the patient. A patient death occurred. The tfx device did not contribute to the patient's death per radiologist.

Event description:
The customer reports the wire didn't deploy, and safety mechanism did not deploy. The user facility initially thought wire was inside patient. Upon further investigation, the x-ray showed the wire did not deploy at all.